Event description:
It was reported that the right ventricular (rv) lead was surgically abandoned due to high, out-of-range pace impedance measurements greater than 2000 ohms. The device was also explanted due to normal battery depletion. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).